Manufacturer narrative:
Complaint 18-25: no picture of the actual sample were received. Received end-user pictures of their shipment, which was received damaged (outer cartons, inner boxes and product). We had no further inventory and no further complaints of the material/batch. We forwarded the complaint to our affiliated headquarters in austria, from which we receive this product. According to their investigation and comments, the production and testing documents of the concerned material/batch were reviewed and no deviations related to the reported issue were observed. No abnormalities were detected during in-process control. The packaging was tested in accordance with astm d4169 test procedure and passed the unit load. The product was tested according to final goods inspection and no deviations were detected. The complaint cannot be confirmed.

Event description:
Customer's end-user stated that the 2 cases received were crushed. The end-use opened the cases and found the inner boxes were crushed, and the product itself was damaged as well. End-user inspected product and salvaged some of the device but had an incident where a needle broke off while in the patient's arm. No injury occurred to the patient or the healthcare worker.